Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. The patient's medical history included chronic bilateral low back pain that radiated to the right hip, right leg and left hip. The pain was increased by bending, lifting, walking, sitting for long periods of time and any increased activity. It was reported soon after the implantation of the device system, the patient began to suffer complications. The patient experienced moderate to severe aching, burning, throbbing, and shooting pain. Despite months of attempting to alleviate these symptoms by the reprogramming of the pump, the patient did not receive any relief. On (B)(6) 2014, the patient presented to their healthcare provider (hcp) with concerns that her pain pump was malfunctioning and also began experiencing increased pain at the pump site. Over the past three years, the patient had been battling the effects of her defective device system. As a result of the chronic malfunctioning of the system, the patient was awaiting the explant of the device. The patient continued to experience pain and other complications as a result of the device, which had resulted in the significant decline in her quality of life. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.